Event description:
The customer tested her blood glucose and received a reading of 293 mg/dl using her contour meter. She did not medicate based on the reading. The customer was concerned about the reading, so she called paramedics. When paramedics arrived, they tested the customer's blood glucose at 23 mg/dl. The customer did not mention treatment, but she was most likely treated with glucose. The difference between the customer's glucose readings fall in the "e" zone of the consensus error grid, making the difference clinically significant. The customer did not have control solution, so troubleshooting was not possible. The customer was advised to return her test strips and meter for evaluation. Replacement products were sent to the customer.